Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4) ¿ incomplete. The expiration date is not currently available.

Event description:
It was reported by the sales rep that the suture bridge broke on the customer's rapidloc 2/0 paracryl 27 degree while tightening the suture. The customer used another rapidloc 2/0 paracryl 27 degree and the device would not tighten during a meniscal repair. The case was completed with a third like device. There were no patient consequences or damage to the meniscus but a 5 minute delay was reported. The devices were discarded by the customer.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the complaint device was discarded and not available for evaluation. There is no information about the surgery suggesting the failure of the device. Therefore, we cannot determine what caused the user to experience the reported event, we cannot discern a root cause for the reported failure mode. A DHR review has been conducted and the results indicate that this batch of product was processed without any incident and therefore there is no evidence of manufacturing anomalies on the paperwork reviewed. Further, a review into the depuy mitek complaints system revealed no other complaints for this lot of devices that were released to distribution. At this point in time, no corrective action is required and no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).